Event description:
It was reported that during lead implantation procedure, the atrial lead could not be implanted properly. The helix mechanism required large number of turns to extend and retract. The turning mechanism transmitted excessive torque to the lead body making the fixation impossible and ultimately causing lead dislodgement. Stylet insertion became impossible and led to obstruction in the proximal portion of the lead. The lead was removed. The helix was noted to have tissue embedded. A new tined atrial lead was successfully implanted. Echocardiogram ruled out pericardial effusion. Patient condition was good post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.